Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined. It was reported that an alternate battery charger was used. Labeling indicates: use only dexcom-supplied parts (including cables and chargers).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed and pictures were taken. Charge testing was performed and failed. Boot test was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed. The allegation was undetermined. No injury or medical intervention was reported.